Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that the patient¿s family member told her that the device had not worked for two years. There were no further details about this issue. Additional information from the manufacturers¿ representative (rep) reported that the physician wanted to perform an MRI of the head due to stroke. It was unknown if the system was fully explanted or partially explanted. An x-ray was going to be done to determine if fragments were left in. The hcp was not aware of a replacement so it was unclear. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. Follow up was conducted to know the cause of the device not working, the actions/ interventions taken, to know if the device was explanted and to know if there were fragments left. If additional information is received, a follow up report will be sent.

Event description:
Additional information from the health care professional (hcp) reported that the device was not explanted, there was no x-ray done and the patient had a device currently implanted.